Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub-total gastrectomy procedure, on the second firing of the device, the surgeon attempted to fire the device, however, the handle was too stiff and the device was unable to fire. It seemed that the cartridge was damaged because the trigger was pressed strongly. The procedure was completed with another device. There was no patient injury.